Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds and high out of range pacing impedances greater than 2000 ohms. Both the impedances and thresholds appear to have gradually increased over the past year. The physician has elected to continue monitoring the system via remote monitoring and may decide to revise the system if the measurements continue to increase. This rv lead remains in service at this time. No adverse patient effects were reported.